Event description:
It was reported that this implantable pacing lead exhibited high pacing thresholds. A lead fracture was suspected. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4968-35 lead implanted (B)(6) 2008. (B)(4).